Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had difficulty taking and sending their cardiomems readings. During troubleshooting with remote care technical services (rcts), patient had electromagnetic interference (emi). The patient had a left ventricular assist device, a pacemaker, and defibrillator. After rcts performed a tower deregistration and the patient changed positions on patient electronic system (pes) readings and transmission were successful. Readings were sent manually via global system for mobile communications. The patient was able to successfully take and transmit a reading free of emi. The cause of the problem was determined to be positioning on the pes and emi. No further action was required.

Manufacturer narrative:
Section a4: patient information was requested but not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer¿s investigation conclusion: interference between the heartmate 3 left ventricular assist system (lvas) and the cardiomems (cmems) device was unable to be confirmed through this evaluation, and a specific cause for the report of electromagnetic interference (emi) could not be conclusively determined. Multiple requests for additional information regarding this event were submitted to the account; however, no additional information was able to be provided. The heartmate 3 lvas was not returned for evaluation. The serial number or other identifying information for the device was not provided and was unable to be determined through this evaluation. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 6, "patient care and management", warns the user that if a patient receives a heartmate 3 pump and has a previously-implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Sections 4, "system monitor", and section c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the left ventricular assist system with other devices, resulting in potential interference between the left ventricular assist system and other devices. Section c, "safety testing and classification", states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. The current revisions of the instructions for use and patient handbook can also be found on the electronic IFU page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.